Event description:
The tps universal driver was sent for evaluation due to running on its own without user activation during testing at the user facility. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal component of the device.